Manufacturer narrative:
The reported events of increase in pacing impedance and oversensing episodes due to lead noise were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the complete lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited an increase in pacing impedance and multiple non-sustained oversensing episodes due to lead noise. The lead was explanted and replaced, and the patient was in stable condition.